Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at implant site and extrusion of the electrode lead into the external auditory canal. The patient also was treated with antibiotics (specific type, date and duration not reported). The device was explanted on (B)(6) 2024 and it is unknown if there are plans to reimplant the patient as of the date of this report.